Event description:
Patient data: age: 1 year weight: 9 kg height: 70 cm gender: unknown implantation: unknown explantation: 12/02/2020 the same patient from #MDR notification : 3004721439-2020-00257; -00258; -00260 and 00269.

Manufacturer narrative:
Visual inspection in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: - no deformation or abnormalities detected. Permeability test in detail, the complete shunt valve was tested for permeability in order to identify the suspected blockage. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the paedishuntassistant® with catheter is permeable. Adjustability test the paedishuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Internal inspection of product in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, no deposits were found in paedishuntassistant®. Results based on our investigation, we are not able to substantiate the claim of "blockage". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
We expect the product for testing. When following information is provided a follow-up will be submitted.

Event description:
It was reported that there was a problem with a shunt assistant the pressure could not be changed with the product and the cerebrospinal fluid could not be discharged, resulting in clogging. No further information available. The same patient from #MDR notification : 3004721439-2020-00257; -00258; -00260.